Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2017 (reported as ¿two weeks ago around the end of (B)(6)¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by cloudy peritoneal dialysis (pd) effluent and stomachache. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with cefazolin and ceftazidime (doses, frequencies, duration and routes were not reported). It was reported that the patient showed good response to the medications. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.